Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient's mother had forgot to remove needle guard before insertion on (B)(6)2024. The blood glucose level was 358mg/dl at the time of event and was managed by manual injection. Moderate ketones were also detected after testing and the result was 5.2. No further information available.